Manufacturer narrative:
Expiration date- 05/2020. Manufacture date- 06/2015. Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported for this complaint. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a healthcare professional reporting a connection issue with the device. Reporter stated that 10 days ago a patient in the adult ICU had an indwelling urinary catheter inserted and was connected to the device. Reporter stated that a nurse noticed that there was "urine on the patient's bed and observed an opening and disconnection of the device at the sampling port." Reporter stated that the device was discontinued and the unit was not available to be returned.

Manufacturer narrative:
After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. The issue is related to sample port which is produced by the third party manufacturing supplier. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on may 23, 2016.